Event description:
It was reported that the implantable pulse generator (ipg) experienced undersensing. One holter strip appears to be managed ventricular pacing (mvp) function with atrial pace falling in premature ventricular contraction (pvc), starting a cross chamber blanking period so pvc is undersensed and there is a backup ap/vp per mvp timing that occurs next due to the undersensed pvc. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 competitive implantable pacing lead (B)(6) 2012. (B)(4).